Event description:
Hillrom received a report from the account stating when the lift sheet was going to be used to weigh a patient, the caregiver realized that it was broken and therefore nonfunctional. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The lift sheet that was intended to be used has prior to use, been inspected by the customer, and found to be broken and therefore nonfunctional. The device has been sent to the manufacturer. The manufacturer´s inspection of the lift sheet shows that the lift sheet is one year old and in good condition. It appears not to be washed many times. The loops, fabric and other seams does not have any extensive wear. The only damage that can be found is that one loop of the lift sheet has been torn apart. Based on this the most likely cause is that one of the lift sheets loops has been caught in something and then been torn apart. The instruction for use, 7en161116 rev 1 states: check the product before each use. Check the following points with regard to wear and damage: fabric; seams; loops; do not use damaged lifting accessories. The damage on the lift sheet has been investigated and found to most likely emerge from an external force, most likely that the liftsheets loop has been caught in something. It has not been found that a patient was lifted when the liftsheet broke. The damage is detectable and would not be undetected prior to use. Based on this, no further action is required.

Event description:
Hillrom received a report from the account stating when the lift sheet was going to be used to weigh a patient, the caregiver realized that it was broken and therefore nonfunctional. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Customer contact is ongoing. The lift sheet is under delivery to the manufacturer for investigation. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.